Event description:
It was reported that the insulation on the unit has been compromised.

Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed a fracture in the insulation near the distal tip. Running the handle through the insulation scan test confirmed insulation failures near the distal tip. Possible root cause(s) for the compromised insulation are: (1) multiple uses of flash sterilization (2) rapid cooling after sterilization and/or (3) contact with metal tray during sterilization. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.